Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. It was noted that the right atrial lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.